Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor. Two days later both ears were infected at the piercing site. Consumer sought medidcal treatment, the earrings were removed and antibiotics prescribed.